Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy procedure, at the first firing, the surgeon started firing the device, however could not squeeze the handle halfway. Surgeon could not open the jaws, then removed the cartridge from the tissue by force. They replaced a new handle and reload and the firing was completed. The device was removed from the tissue by force but no tissue damage was caused. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional: (brand name), (model #, catalog #, expiration date, lot #, UDI #), evaluation summary: post market vigilance (pmv) led an evaluation of one device with articulating vascular/medium reload. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. If information is provided in the future, a supplemental report will be issued.